Event description:
It was reported by the customer that the hand piece was leaking at the cutter release switch and also had intermittent power failure. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
On april 23, 2009 the handpiece involved in the reported event was evaluated. During the evaluation the technician noticed several components were corroded. The technician replaced several parts, performed functional tests and returned the unit to the customer.